Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(4) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and small r-waves. It was also noted that the rv lead was "pulled back". The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.